Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the plunger detect switch is malfunctioning. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the device rec'd plunger switch failed on pm, cleaned debris on plunger switch. Replaced rear case, barrel clamp, ac cord wrap, left/right iui connector & replaced force sensor assy due to failure on plunger force test during pm. Perfomred pm & calibration. A review of the device history record showed the device had a manufacture date of 05/03/2016. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Also, there was a production failure q6 200225961 for out of specification which does not correlate to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to failed preventive maintenance. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. CAPA #: ca-2018-0161 for iui conn issues.

Event description:
The customer reported the plunger detect switch is malfunctioning. No patient involvement.